Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was oversensing of noise on the right ventricular (rv) lead which caused inhibition of pacing. Physician suggested that externalization of conductor was the cause for the noise. Since patient was feeling fine and has a long history of difficult access, the physician decided to monitor the lead for now. The patient was in stable condition.